Event description:
The lens was replaced due to acute corneal decompensation and corneal touch. A vitrectomy was performed and a pc iol was sutured in the eye. The physician felt this to be product related.